Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform excessive no delivery or occlusion tests due to the prime/fill anomaly. No moisture damage noted on the electronic, motor, vibrator or battery tube assembly. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin was squirting out during a manual prime. The customer stated the insulin pump's piston continued to move forward after coming in contact with the reservoir. Customer stated numbers did not appear on the screen and no beeps were heard. The customer was unable to prime the infusion set. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.